Manufacturer narrative:
(B)(4):catalog #42521400710, persona ps articular surface, lot #62846444 -manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to pain.

Manufacturer narrative:
Visual inspection of the tibial component confirmed that foreign material was present on the posterior surface. The pegs appear to be cut off from the plate and foreign material can also be seen on the pegs. Scratches can be seen on the anterior surface of the tibial plate. Dimensions found the part to be conforming to print specifications where measured. Visual inspection of the articular surface confirmed that the notch on the posterior surface is damaged and appears to be chipped. The posterior surface shows gouges. Dimensions found the part to be conforming to print specifications where measured. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Radiographic images were also not provided. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.